Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced postoperative left-sided rupture and pain. The rupture was confirmed after a mammogram. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with allergan breast implants.

Manufacturer narrative:
On 12/18/2019, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed.  The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's explantation date was (B)(6) 2019 (as opposed to (B)(6) 2019). This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).